Event description:
The stryker service technician reported that the forward trigger remained depressed and caused run-on during testing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.